Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: service and repair evaluation: the customer reported that on an unknown date, the sales rep did not use the drill guides because of the missing spring inside. The repair technician reported that compression spring was missing, tip of the teeth was bent. Cosmetic test was also failed. The item is not repairable per the inspection sheet. The cause of the issue is user error. The item will be forwarded to customer quality. The evaluation was confirmed. Device history review (DHR): part # 323.201 synthes lot # 4913903 supplier lot # 4913903 release to warehouse date: 25 jan 2005 manufactured by: synthes brandywine no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the drill guides were not used because there was a missing spring inside. This was noted postoperatively. Upon inspection of the returned device, it was noted that it was bent at the tip. This report involves one 2.0mm universal drill guide. This is report 1 of 1 for (B)(4).